Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead which caused early battery depletion on the implantable pulse generator (ipg). The lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.